Event description:
Pursuant to info received the physician the pt was implanted with a saline on 10/27/96. Subsequently, on 12/5/96 the physician noted extrusion, delayed wound healing, an infection, and a seroma in the pt's right breast. No add'l info regarding this ocurrence the physician noted is available at this time.